Event description:
Affiliate reported that a valve was implanted on (B) (6) 2004. It was set at 100mmh2o and was reported to flow freely. As a result, the device was revised.

Manufacturer narrative:
Exam of the valve revealed the presence of biological debris throughout the device. Since the cam was not visible, it was not possible to test the device. It appears biological debris was the root cause of the difficulty encountered by the customer. Review of the device history record confirmed the valve met spec requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.